Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed a driveline exit site infection with serratia marcescens in (B)(6) 2025. The pump was exchanged on (B)(6) 2026.